Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed early when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn and patient reported a blood glucose level over 300 mg/dl.

Manufacturer narrative:
The device was received not deployed, with the blue needle cap and adhesive liner attached. The pink slide insert was not observed in the viewing window and the linkage assembly was in the undeployed position. Upon removal of the needle cap, the needle mechanism deployed as intended. The soft cannula was observed in the bottom housing window, the pink slide insert was in the viewing window and the linkage assembly was in the deployed position. Download data shows the device was received in pod state 15 and ran 56 pulses, 46 of which were first prime pulses. No abnormalities were observed in the data. The device had been deactivated by the user at the end of second prime. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in the needle mechanism deploying early, however, it could not be determined when the needle mechanism fired. The cause of the reported event could not be determined.